Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They also had infusion set issues. The infusion set¿s tape was loose. The customer¿s blood glucose level during the incident was 350 mg/dl. The customer also had experienced a blood glucose level that was close to 400 mg/dl. They did not mention any form of treatment. The device will not be returned for analysis.